Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmosphere for 30 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.